Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of failed pressure 45 pounds per square inch was verified. The event log is not applicable. The downstream occlusion sensor will be replaced. Use testing was performed. The problem source is the downstream occlusion sensor.

Event description:
Information was received that the cadd legacy pump failed pressure 45 pounds per square inch. No reported adverse effects.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter (B)(4). Additional information is provided in b3, b5, and h6 patient code.

Event description:
Additional information was received that the event occurred during testing; therefore, there was no patient involved.